Event description:
A cc4204bf model lens tore prior to being implanted. There was no patient contact. The facility stated it was unk what caused the lens tear. An msi-pf injector and sfc-25 cartridge were used with this lens. The lot numbers for both devices were unk.

Manufacturer narrative:
Evaluation results: results - (other): visual inspection of the product found one haptic torn off. There was evidence of surgical residue. An investigation is in progress for lens tears.